Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unresponsive, main screen can not unlock, for pressing it was hard and not working. The customer¿s blood glucose level was 108 mg/dl. The customer was reported that the insulin pump scroll bar was moving with no input and numbers were ramping on their own. The customer was reported that the keypad issue was resolved. The insulin pump will not be returned for analysis.